Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, as received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Related manufacturer reference number: 2017865-2021-39231. Related manufacturer reference number: 2017865-2021-39233. It was reported that a patient presented in-clinic. Prior examination of the patient's device pocket revealed an infection of the skin, indicating a system infection. The entire system was explanted on (B)(6) 2021. A culture was taken on (B)(6) 2021. The patient was stable throughout and no additional patient consequences were reported.